Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not activate. The cable and the power supply were switched out, but the device still did not activate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The lot number is unk. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device, no signs of clinical usage, and no evidence of blood. Resistance measurements were out of spec. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specs during several device activations and the device would not produce steam. Based upon the functional test, the reported complaint for "would not activate" was confirmed. A lot history record could not be completed since the correct lot number could not be obtained. Internal file number - (B)(4).